Event description:
It was reported that a user contacted support to set up the ilet but discovered the connected sensor was an incompatible freestyle libre model, and the user planned to obtain the correct freestyle libre 3 plus before proceeding. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and education regarding compatible sensors and setup steps. Investigation of this case revealed user error involving use of an incompatible continuous glucose monitor model; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user selection of an incompatible sensor was the cause.